Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The device was requested for further investigation but was not available.

Event description:
The customer stated that an operator of a safe t pro plus lancet was accidentally stuck by a lancet that had been previously used on a patient. The customer stated the lancet did not retract after being used on the patient. The operator did not seek any medical treatment. The customer did not know the lot number of the lancet. The customer does not have the affected lancet available to determine if the lancet was protruding from the end cap. The affected product was requested for further investigation, but the costumer stated the lancet device is unavailable and will not be returned. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
As no customer materials were received for investigation, a specific root cause could not be determined.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.